Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022, patient underwent a revision surgery due to non-union and broken hardware. Patient presented with non-union in presence of a broken olecranon plate. Broken plate was implanted ¿over a year ago¿ as per surgeon. Surgeon performed revision surgery to remove broken plate, implant vivigen bone graft, and re-plate using a synthes variable angle olecranon plate. Procedure was completed successfully. It is unknown if there was surgical delay. Patient outcome was unknown. Concomitant device reported: unk - bone graft harvesting (part# unknown, lot# unknown, quantity# unknown); unk - screws: locking (part# unknown; lot# unknown; quantity: unknown). This complaint involves one(1) device 3.5 ti lcp olecranon pl 6 holes/rt/138. This is report 1 of 1 for complaint (B)(4).